Manufacturer narrative:
The tandem t:flex user guide states that the single-use disposable cartridge can hold up to 480 units (4.8 ml) of insulin. It additionally cautions that insulin should be at room temperature before use. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer intermittently received inaccurate fill estimates after loading multiple cartridges with insulin. Reportedly, the cartridges were being filled with over 500 units of insulin. Subsequently, cold insulin was being used to fill the cartridge. There was no reported impact to the customer's blood glucose level. Reportedly, the customer reloaded the cartridge successfully and received an accurate fill estimate.